Event description:
It was reported that the user had been off the pump for an extended period while it remained on and perceived subsequent insulin overshoot, experienced a low blood glucose, and contacted support for assistance; a factory reset was performed with guidance, a new sensor and supplies were set up, and additional training was assigned, with no alerts or alarms reported. Symptoms included hypoglycemia treated with oral glucose. Outcomes included completion of troubleshooting and education with assignment for further training. Investigation included remote troubleshooting and guidance through a factory reset and system setup. Investigation of this case revealed cause unclear for the hypoglycemic episode with no device alarms, with the device reset and reinitialized for continued use. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.